Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, d9, h2, h3, h6, h11. Corrected fields: a6, g2. The device was not returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. However, based on the results of the investigation, the cause of the malfunction reported by the customer was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the evis exera ii gastrointestinal videoscope had a blurry image. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient harm.